Event description:
It was reported that during the colonoscopy procedure, the injection gold probe bipolar catheter tip broke off inside the patient. A roth net was used to retrieve the tip. The procedure was completed with another injection gold probe bipolar catheter. There were no reported patient complications and the patient is fine.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.